Event description:
It was reported the patient¿s implantable neurostimulator (ins) was implanted in 2002 and the patient wanted the entire system to be removed. The ins had not been provided stimulation for several years and they had not had any major falls. Prior to the removal, x-rays showed that the extension was completely snapped apart. The system was removed on (B)(6) 2015. During the removal the healthcare professional (hcp) found the extension was completely disconnected near the center and the conducting wires were protruding in approximately three places. The complete fracture of the extension was confirmed during the explant. The hcp stated the fracture did not look like a normal fracture. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay. The ins has reached a normal end-of-life condition. A longevity estimate based on the parameters that the ins had when received for analysis indicates an expected life of 13 months. Analysis of the extension found the conductor of the extension body was broken and coiled in the body. All four conductors of the extension are broken at a bend in the extension 12.5 cm from the distal end. The tubing has been worn through from the conductors rubbing on it on the inside. This weakened the tubing allowing it to tear at this location.